Event description:
It was reported that during a tympanomastoidectomy surgery, the console device was "making a loud humming noise". The noise was discovered prior to surgery; however, the device was used during the surgery with the continued humming noise. The reporter stated that a spare device was not available. There were no delays to the planned surgical procedure and the surgery was completed successfully with the device. The reporter stated that there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. A functional assessment was performed and the device passed all operational specifications. Therefore, an assignable root cause was not determined.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.